Event description:
Reported due to pt death. The pt was diagnosed with a mid lad aneurysm with stenosis on the proximal and distal margins. A 3.0 x 12 mm covered jomed stent was successully placed. Irb approval was obtained for the use of the covered stent for this indication prior to the procedure. The lesion was crossed with a .014 middle weight wire. Pre-intervention ivus showed the aneurysm with associated atherosclerotic plaque. The lesion was significantly calcified. The reference lumen was 3.0 to 3.25 mm. Predilation was performed with a standard angioplasty balloon because of the stenosis on either margin. A 3.0 x 12 mm jomed covered stent was advanced easily across the site of the aneurysm and inflated without difficulty. Initial angiogram showed excellent result with exclusion of the coronary aneurysm. The lesion was post dilated with a 3.0 x 9 mm non-compliant ranger balloon up to 20 atmospheres. After the second high pressure inflation to fully deploy the stent it was reported that the pt experienced hypotension with a blood pressure of 50mmhg while maintaning a normal cardiac rhythm. The pt then rapidly progressed to a state of hemodynamic collapse with pulseless electrical activity. No angiographic evidence of coronary perforation was reported. There was slightly sluggish flow in a large diagonal branch with some evidence of lad spasm. In the doctor's opinion, this "did not explain the profound hemodynamic collapse." CPR was initiated and the pt was intubated by anesthesia. The pt received intracoronary nitroglycerin and a subsequent angiogram showed progressive diffuse spasm in the absence of flow, the pt reportedly had a very low cardiac output without tachycardia. While attempting to recusitate the pt a portable echo was obtained and suggested possible pericardial effusion. A pericardiocentesis was performed and 200cc of blood was withdrawn. The pt soon expired and the family denied the request for an autopsy.